Manufacturer narrative:
Date received by manufacturer: 13oct2019. Date of report: 15oct2019. Failure analysis on the retuned touch screen shows that the touchscreen measured resistance and resistance ratio are out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported touchscreen failure. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28june2019. The manufactures field service engineer (fse) confirmed reported problem and replaced the touchscreen to resolve this issue.

Event description:
The customer reported touchscreen failure. There was no patient involvement.